Event description:
It was reported that texium needle-free syringe, 20 ml tip snapped off during use. The following information was provided by the initial reporter: material #: my8020; batch #: 92001602 it was reported the tip snapped off when drawing up diluent.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the tip of the syringe snapped of when drawing up diluent could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model my8020 lot number 92001602 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that texium needle-free syringe, 20 ml tip snapped off during use. The following information was provided by the initial reporter: material #: my8020 ,batch #: 92001602. It was reported the tip snapped off when drawing up diluent.